Event description:
It has been reported that when the customer stepped on foot pedal the system did not expose. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the exposure was not possible. The third party engineer ordered a new wired footswitch and replaced it. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.